Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer is on perfusor and not using the insulin pump at the moment. Troubleshooting was performed, and the displacement test passed. The basal rates and bolus matched with daily totals. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.